Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the problem with the meter started on an unspecified date at 6:45pm when she "had dinner" and performed a blood glucose test. She reported that obtained an alleged inaccurately erratic result of "539 mg/dl." She indicated that she then conducted other blood glucose tests using the subject meter and obtained alleged inaccurately erratic results of "349, 214, 336 and 200 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient manages her diabetes with insulin (self-adjuster). After obtaining the alleged inaccurate results, the patient reported that she adjusted her medication and administered "10 units of insulin." She claimed that 7 hours 15 minutes after the start of the issue, at 2am, she developed a "cold sweat" and reported that she was "almost unconscious." She reported that she self-treated her symptoms with "rusks and orange juice." She denied using any other device to check her blood glucose levels. During troubleshooting, the csr noted that the meter was set to the correct unit of measure and the results were from the same approved sample site. The patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, administered treatment based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.